Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead needed repositioning to device. Lead was unable to fully advance despite use of stylet. Additional information obtained indicated that lead exhibited high thresholds likely caused by dislodgement and successfully repositioned through a guide wire. Lv lead remains in service. No additional adverse patient effects were reported.